Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault error message (sf 180). In-house testing could not reproduce the reported event. Based on previous investigations of similar complaints and the information available, the investigation determined that the reported event was most likely due to the device use below its specified temperature range. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.